Event description:
A mitek sale reported that a patient had an infection 5 - 7 weeks post-op. The surgeon re-scoped the knee, washed it and gave the patient antibiotics. The patient immediately for better